Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was about 668mg/dl. Troubleshooting was performed. The fixed prime and high pressure tests passed. No further information was provided.

Event description:
Reporter alleged that the inform meter pins and plastic show signs of melting. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.